Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, the atrial lead was found to be dislodged. The lead was successfully explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
New information reported that the lead had also exhibited a loss of capture.